Event description:
A cartridge change was performed resolving the issue.

Manufacturer narrative:
Per tandem¿s user guide states ¿always remove all air bubbles from the system before beginning insulin delivery.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 465 mg/dl. A manual injection was administered and the customer calibrated the continuous glucose monitor (cgm) to address bg. A system check was performed and air bubbles were observed within the infusion set tubing. Reportedly, the customer had not performed the air removal process. Tandem technical support educated customer on the proper air removal process.